Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted cuts in the patient line tubing. Functional testing including leak, clear passage, and clamp function testing were performed and a leak from the damaged tubing was identified.the reported condition was verified. The cause of the event was determined to be due to flow wrap machine damage during the disposable set pouching process of manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set had a cut/slit in the tubing which resulted in a leak. This occurred during preparation for peritoneal dialysis therapy. The patient was not connected for therapy at the time of this event. Renal therapy services (rts) assisted the patient with removing the supplies and restarting therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.